Event description:
A customer reported obtaining imprecise sequential readings on their precision xtra meter. The customer reported obtaining readings of 13.2 mmol/l, 2.5 mmol/l within a 10-minutes timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in the zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer returned the meter. The precision reading complaint was not confirmed and no new issues were observed. All results were within the range specification, the standard deviation was within specification and no errors were observed during control solution testing.